Manufacturer narrative:
One used sample was returned for evaluation. The inspection of the returned device showed the inflation line was detached from the tube. Examination showed the inflation line had solvent applied; confirming the inflation line had been bonded at one time. The inflation line had been inserted into tube using a depth that was within specifications (3.0-9.5mm is allowed range and insertion depth for this product was 6.0mm). The manufacturing facility determined the most likely root cause was that an insufficient amount of solvent had been applied; likely due to an issue with the solvent dispenser. In order to address the likely root cause, the manufacturing facility has modified this product's manufacturing procedure. The manufacturing facility added the requirement for operators to rotate to another station during their shifts; this is to limit any operator fatigue in this area of production (implemented on (B)(4) 2015). The revised procedure contains additional instructions for filling the solvent dispenser and maintaining an appropriate level of solvent (implemented (B)(4) 2016). The inflation line bonding has been modified to include an additional step between applying solvent to the inflation line and insertion the bonding line into the tube. The modified bonding operation includes a step for production operators to connect the pilot balloon valve to an air flow connector in order to remove any excess solvent, rather than operator wiping off excess solvent (implemented (B)(4) 2015). The inflation line bonding equipment has been modified to include modified bradawls (tool used to assist with insertion and seating of the inflation line); this was implemented (B)(4) 2015). In addition, in order to better detect any bonding deviations, the manufacturing facility has added operator requirements to the product leak testing and inspection procedures. The operations performing these tasks are now required to be certified (implemented (B)(4) 2015).

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported that the device was in use with patient in ICU (time in use not reported). According to reporter, the pilot balloon portion of the inflation was found detached from the rest of the tube. Upon inspection, the cuff was found deflated. According to reporter, patient required re-intubation including application of increased sedation, paralysis and metaraminol. No permanent adverse effects to patient reported.